Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low triage tni results in comparison to the hospital laboratory (lab) tni result. Results are as follows: date: (B)(6) 2014, triage tni: <0.05; (B)(6) 2014, lab tni: 37. Triage reference ranges: tni: normal 0.00 -0.40, abnormal >0.40. Pt presented to the emergency room with dyspnoea, st elevation and pulmonary decompensation.